Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient while the surgeon was activating energy on a piece of tissue. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. On 20-jan-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. The instrument was in use for approximately 1 hour and performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon does not know what caused the instrument to break. After the blade of the instrument broke off and fell inside the patient, the customer retrieved the fragment using another instrument. The customer noted that it was only one broken piece. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. A video recording of the procedure was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument's lot number batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history does not show any additional complaints related to the harmonic ace instrument. A video recording of the procedure was received. A review of the submitted video was performed. The video showed that the harmonic ace instrument blade broke off and fell inside the patient while grasping tissue. The blade was immediately removed with another instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Corrected information is found in field d4 (prod-batch/lot number). Based on the product that was returned for investigation. D11: intuitive surgical, inc. (Isi) received, the harmonic ace instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations replicated/confirmed, the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.079¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments, while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. The harmonic ace instrument information cannot be verified, through the system log review at this time, as it was not registered on the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".